Event description:
It was reported that during a procedure, a non-(B)(6) high frequency surgery device caused heavy interference on the ECG of the lab systems and the defibrillator. The ECG with interference looked like atrial fibrillation so the user decided to actively shock the patient with the defibrillator. Case was completed after that and the patient survived. There was no shock caused by the (B)(6) device. The non-(B)(6) high frequency surgery unit is under further investigation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).